Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) went into fluid overload because all leads were not implanted at the same time. Moreover, the patient stated that the unit either failed in its duty or the physician ignored warning signal from the unit, thus, the patient almost died. No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No adverse patient effects reported.